Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, one crack opening, and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified: one crack opening, wear abrasion, and total delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Total delamination of valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.